Event description:
It was reported that within a month of implant, the patient was hospitalized with dyspnoea due to congestive heart failure. Pericardial effusion was found, and was thought to be related to the implant procedure. The patient was treated with medication, and the event was resolved. The device remains in use. The patient is a part of the painfree sst clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.